Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the screw broke at the neck when being inserted into the patient. The shank portion of the screw remains in the patient, and the tulip was removed.